Manufacturer narrative:
Additional narrative: patient information not provided by reporter. Implant date may be (B)(6) 2015, not confirmed; not explanted. Device history records was conducted. The report indicates that the: a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues for complaint number (B)(4). Part number: (B)(4), lot number: 7971141, raw material number: (B)(4), manufacture date: 04/14/15, expiration date: 2025-03-31, DHR review date: 07/31/15, if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a connection bolt would not disconnect from a nail at the end of a tfna procedure. The surgeon cranked on it as hard as he could and finally it released. This caused an approximate 10 minute surgical delay, and one extra x-ray was taken. The procedure was completed without further incident. This report is 1 of 2 for (B)(4).